Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 12-115110- cer bioloxd mod- 2895349, 11-301322- arcos con sz b std-unknown, 11-301000-femoral prox locking screw- 810870, 00223200418- cable cerclage- 63989795, 010000663- g7 pps ltd acet shell- 6289244, 00625006535- bone scr 6.5x35 self-tap- 63651675, 110024463- g7 dual mobility liner- 690310. Customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Event description:
It was reported that it was reported that patient underwent right hip revision. Subsequently, patient underwent revision due to infection less than one year post-operative. Patient was washed out and the head and bearing components were removed and replace. Sales rep indicates no additional information is available.